Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that their original implant was replaced 6 or 7 months after being implanted because it was not implanted properly. It was twisted from day one and they noticed it right away and confirmed that since implant it was crooked. The patient was calling to confirm that they had a current ID card for their new implant. It was determined that their ID card had their old implant information so they were transferred to device registration so they could be sent a new ID card. No further complications were reported/are anticipated.